Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02048. It was reported the patient experienced ineffective pain relief. X-rays indicated the left lead had migrated. Reprogramming was attempted using the right lead. Surgical intervention was undertaken on (B)(6) 2018 during which the left lead was explanted and replaced. The patient has effective stimulation post-operatively. Since it is unknown which of the two leads is the left lead, all suspected lots are being reported as explanted.